Event description:
Additional information received. Patient reported the same information that was previously reported and also reported that some electrodes were out and not working in the spine. They know they need to replace the leads and also the battery. Ins has been dead for a couple of years now. Pt has not seen an hc for over 3 years. Pt never went back there at that time because was concerned doing a surgery if they had to be awake for the surgery. Pt said it is the worst pain the whole world. Pt's sister-in-law had the updated device and slept all the way through it. Pt is now trying to see a pain hcp at (B)(6) in either (B)(6). They want a referral. Pt is waiting for their pcp send a referral. Pt reported they recently fell twice on the right ins and for the past 3 days pt had been getting super sharp pain around and below the ins. Pt also reported their spinal stenosis flared up 100%. Pt said it is hard to tell what is what. Pt told pcp about sharp pains and waiting for the referral. Pt might go to urgent care. Pt asked if the rep needed to be at their appointment with pain hcp. Redirected to hcp.

Manufacturer narrative:
Continuation of d10: product ID: 3888-45, lot#: j0333830v, implanted: on (B)(6) 2003, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and reflex sympathetic dystrophy syndrome/causalgia-complex regional pain syndrome. It was reported that the patient¿s right side implant never worked and it¿s been a long time, maybe 4 years or longer. After she left the operating room, they tried it, and it didn¿t work. It might have been her follow-up appointment when they tried it and the manufacturer representative tested the implant and it wasn¿t doing anything. The manufacturer representative had turned the stimulator up as high as it would go, and did different things to it. The manufacturer representative had told the health care provider that if it was working, then the patient would have ¿jumped up to the sky¿ so that¿s how they knew it wasn¿t working. It was reported that the patient has recently been having all sorts of crazy stuff happen with the dead implant starting in 2016. The patient was diagnosed with a ¿mash on the kidney/adrenal gland¿ which was not device related. The patient¿s primary care physician noted that this could be causing the issues that she was experiencing, and that being overweight could also be the cause of the issues. The patient¿s right foot, leg, and ankle keep swelling up and then going down, and the patient think that it probably has something to do with the dead stimulator in her. The left foot also does a little bit of swelling and then goes down again. She is in pain and it was really bad because she can barely walk. The patient mentioned that she also has spinal stenosis. There were no further complications reported.